Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a faulty sensor. When customer inserted the sensor and connected to transmitter it did not blink. Customer then removed the sensor and an electrode was missing. Customer's blood glucose was unknown.